Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to a product performance issue. Another rv lead was implanted successfully. There were no adverse patient effects reported.

Manufacturer narrative:
This report contains updates from additional information received. This includes fields, b5: describe event or problem, h6: device codes, along with any other relevant fields have been updated.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to having an upward trend in threshold. Another rv lead was implanted successfully. There were no adverse patient effects reported.